Event description:
It was reported that this inflatable penile prosthesis would not inflate. It was noted that there was fluid loss from the reservoir and the tubing and cylinder had broken. No patient complications were reported.

Manufacturer narrative:
B5 description: updated. E1 phone number of initial reporter: added.

Event description:
It was reported that this inflatable penile prosthesis would not inflate. Due to this, the patient could not have intercourse. It was noted that there was fluid loss from the reservoir and the tubing and cylinder had broken. No patient complications were reported.